Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The tigerpaw system ii didn't deploy correctly. The second tigerpaw system ii device was successfully used to complete occlusion. There was no bleeding based on this event. There were no patient negative effects.